Event description:
During a lower anterior resection using a ralc45 the device fired but it did not deploy any staples. A purse string was sewed into the margin of the divided rectum.

Manufacturer narrative:
The ralc45 was reloaded with a new staple cartridge and attached to an idrivec. The ralc45 calibrated, opened, closed, and fired acceptable staple formation. The device performed as intended. Root cause: it not know what happened during the case, why the staples were not seen being deployed event though there is evidence of normal formation on the anvil pockets. Actions: complaint will be monitored and trended.